Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this patient presented issues with their right atrial (ra), as well as twitching that extended to their arm. This ra remains in service. No adverse patient effects were reported.